Event description:
It was reported to gems that the sleeve crimped on the end of the counterweight cable. It was not according to design specifications. There is a possibility that if both the sleeves were to come off, the bucky assembly and counterweights might drop to the floor. No injury has been reported. A defect in mfg was identified as the cause of the incident.